Manufacturer narrative:
Findings: reliability analysis inspected 1 opened/used sensor and performed a visual inspection and found bent electrode, sensor failed per inspection.

Event description:
It was reported that the customer's transmitter was not blinking when he plugged it into the sensor. Customer stated that it did blink when he took it off the charger. Customer's blood glucose level was 42 mg/dl. Customer treated with food. Customer took their blood glucose level again and it was 150 mg/dl. Customer was using the enlite sensor. Customer was advised to replace the sensor. Customer stated that the sensor was a little bent and had a little curve in the middle. Customer plugged it into the test plug and it blinked. Customer inserted a new one and it blinked. No additional info provided.